Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported "would like to return breast devices for a patient and has requested an explant kit and the complaint form". Later healthcare professional reported "suspected silicone bleeding with intraoperative volume loss, sticky pocket". This record is for the right side. Device has been explanted.